Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal and a damaged remote dose connector. Functional testing was able to duplicate the reported problem. The dso sensor, dso seal, and remote dose connector were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus was out of order. There was unknown patient involvement. The device analysis found a damaged/detached downstream occlusion seal.

Manufacturer narrative:
Additional information section a: additional information reported that no patient suffered patient-controlled analgesia failure in their home. Defects were detected before use or during the annual revision.

Event description:
Additional information reported that no patient suffered patient-controlled analgesia failure in their home. Defects were detected before use or during the annual revision.